Event description:
It was reported that a pt's generator was moving around following an automobile accident. The pt was referred for surgery to address the issue and the generator was replaced. The explanted generator was discarded in the or and will not be returned for product analysis. Good faith attempts to obtain additional info surrounding the migration of the pt's device have been unsuccessful to date.